Event description:
A caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to reload the same cartridge without success and then, following guidance, filled and loaded a new cartridge onto the pump using the proper technique. This resolved the issue, allowing the customer to successfully resume insulin delivery.